Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-05991 (B)(6). It was reported that patient death occurred. In (B)(6) 2012, the patient presented due to stable angina and was diagnosed as myocardial infarction (mi). Cardiac catheterization was recommended. Subsequently coronary angiography and the index procedure were performed. Target lesion #1 was a de novo lesion located in the 1st obtuse marginal (om) with 95% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct stent placement using a 2.50 x 16 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the proximal left circumflex (lcx) with 95% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilation and placement of a 2.50 x 16 mm promus element¿ plus stent, following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin, clopidogrel and prasugrel. In (B)(6) 2013, the patient presented emergently with right knee pain, possible cellulitis, and chronic diabetic foot ulcers. The patient was currently receiving hyperbaric oxygen therapy to gangrenous right foot ulcers on an outpatient basis. The patient was treated with intravenous (IV) antibiotics, heparin, and aggressive wound care. Consults were scheduled with infectious disease and prostate specific antigen (psa) cultured from right foot was performed, and also with vascular surgery with findings of lack of peripheral pulses. Two days after, the patient developed congestive heart failure (chf) which was treated with diuretics, vasodilators and oxygen. This delayed previously scheduled surgical treatment, a possible above knee amputation (aka). The following day, the patient was diagnosed with pulmonary edema and acute exacerbation of chf with cardiomyopathy. On an unspecified date, right below the knee amputation (bka) was performed. The patient remained intubated in the intensive care unit (ICU) on pressor therapy. In (B)(6) 2013, the patient expired due to multiorgan failure. Autopsy was not performed and death certificate was not available. In the physician¿s opinion, the device was unrelated to the patient¿s death.